Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01314, 0001825034-2018-01315, 0001825034-2018-01316. Concomitant products: cat 195751 ¿ lot 585400 ¿ vang xp inlk pri tib tray; cat 195807 ¿ lot 173550 - vgxp xp lat tib brg lt; cat 195878 ¿ lot 979020 - vgxp xp med tib brg lt. Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reporthed that the patient had knee implantation in both the knees. Post-operatively, the patient has mentioned problems with left knee that include moderate pain standing up, occasional limping, impossible to kneel, interference with work due to pain and moderate difficulty in walking down stairs during the six month follow up visit. Attempts have been made and additional information on the reported event is unavailable.